Manufacturer narrative:
Follow-up # 2 ((B)(4) 2013) ¿ correction a DHR (device history record) was completed on (B)(4) 2013 for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was found, the battery was low/dead. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ping meter read inaccurately. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. Results were not provided at that time. On (B)(6) 2013, the patient reported a blood glucose result of ¿256 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin pump therapy. It is not known if the patient made changes to his usual management routine. Later that same morning, the patient claimed he felt a symptom of sweating. The patient retested on the subject meter and obtained a result of ¿63 mg/dl.¿ the patient took 3 glucose tablets and a glass of milk as treatment. The patient obtained a result of ¿123 mg/dl¿ with another meter (using expired test strips). At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.